Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dislodged powerloc device is confirmed; however, the exact cause is unknown. One photograph of a powerloc device was returned for evaluation. An initial visual observation of the photograph showed the device under a clear plastic bandage that is adhered to a patient. The device was dislodged from the patient but still retained under the bandage. Use residue was noted near the assumed insertion site. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a patient whose port has been accessed since 9/25 and today the rn noticed the needle had de-accessed itself/came out of patient without the safety being engaged. The patient is oriented, does not manipulate his devices or have anything going on that would have us question if he did this on his own. Patient missed an unknown amount of tpn due to the needle being dislodged, otherwise, no apparent harm or injury.